Manufacturer narrative:
(B)(4).

Event description:
It was reported that monorail portion of the catheter tore off occurred. The target lesion was located in a common femoral artery and iliac artery. An opticross¿ 18 imaging catheter was selected for use to visualize the lesion. During the procedure, as the physician was pulling the opticross¿ 18 imaging catheter from the patient's body, the monorail portion of the catheter tore off the wire. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. No issues were found, the device appears to be in good conditions. The telescope assembly was able to properly pull back, advance, and retract. It was observed that the catheter flushed normally. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that monorail portion of the catheter tore off occurred. The target lesion was located in a common femoral artery and iliac artery. An opticross 18 imaging catheter was selected for use to visualize the lesion. During the procedure, as the physician was pulling the opticross 18 imaging catheter from the patient's body, the monorail portion of the catheter tore off the wire. No patient complications were reported.